Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mast roller pump 150/85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that the s5 control panel mast roller pump could not be operated. The event occurred during priming, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) gmbh received a report that the s5 control panel mast roller pump could not be operated. The event occurred during priming, so there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mast roller pump 150/85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 control panel mast roller pump could not be operated. The event occurred during priming, so there was no patient involvement. The s5 mast control panel was returned to sorin group (B)(4) for investigation. The unit was tested and the reported issue was confirmed. Sorin group (B)(4) has determined that the most likely cause of the issue is liquid penetration into the touch screen. The touch screen was replaced and subsequent functional and endurance testing did not identifiy any further issues. A technical safety inspection was successfully completed and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, (B)(4) have been implemented.